Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy

Event description:
It was reported that the patient was airlifted that morning to the hospital. Patient has had reoccurring shunt infections with new shunt placed recently prior to vns replacement. Shunt is re-infected and patient has high infection rate and blood counts. They had to remove both the new shunt and new vns. Patient was noted to be admitted for meningitis and possible shunt or vns infection. The vns was removed and shunt removed next day. Patient will be on IV antibiotics for at least 10 days. Device history record for the generator was reviewed and it was confirmed that the device was hp sterilized prior to distribution.

Manufacturer narrative:
H6. Evaluation codes; conclusions; corrected data; supplemental MDR #1 inadvertently omitted correct h6 conclusion code.

Event description:
Additional information was received that reported that the m1000 that was implanted in may was not explanted in (B)(6) as previously believed. The patient had a shunt infection but the hospital did not remove the vns. No additional relevant information has been received to date.